Manufacturer narrative:
(B)(4) (lens inserted upside down) - (B)(4).

Event description:
It was reported that the micl13.2 implantable collamer lens was misloaded and inadverted inserted upside down. The lens was removed and the back up lens was implanted without any patient injury.